Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were not current. A technical support specialist (tss) restarted bd external messaging and all .net services. Further the tss ran downtime query and confirmed all messages were current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, device was not communicating and new admits or new orders were not shown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.